Event description:
It was stated that there's a possibility of blood contamination inside and no visual on the screen. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The customer's reported problem, "blood contamination", was not verified. Liquid leakage in the lcd display was confirmed and was presumed due to impact of the main unit. At the customer's request, the product was returned to the customer without repair.